Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had partially broken off reservoir tube lip noted during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 453 mg/dl at the time of incident. The customer's blood glucose was 213 mg/dl at the time of call. The customer stated that the high blood glucose reached 582 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting and did not found air bubbles and leaks. The customer declined to troubleshoot for insulin issues and site issues and settings. The customer was advised that a tubing clamp will be sent. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.